Event description:
Patient presented to hospital unable to move right leg after an unwitnessed fall. Patient has restoration modular with tritanium mdm insitu. Head has dislocated out of the mdm liner. Hip revision performed. During today's revision surgeon commented that the stem was loose secondary to infection. Previous revision surgery on (B)(6) 2013 was due to infection. Original surgery was (B)(6) 2013. Stem was removed and replaced with exeter long stem. Head and liner were also removed and replaced.

Event description:
Patient presented to hospital unable to move right leg after an unwitnessed fall. Patient has restoration modular with tritanium mdm insitu. Head has dislocated out of the mdm liner. Hip revision performed. During today's revision surgeon commented that the stem was loose secondary to infection. Previous revision surgery on (B)(6) 2013 was due to infection. Original surgery was (B)(6) 2013. Stem was removed and replaced with exeter long stem. Head and liner were also removed and replaced.

Manufacturer narrative:
An event regarding infection involving a restoration modular stem was reported. The event was not confirmed. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the sterile lot referenced. -complaint history review: review indicated there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.